Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to perforation and an epicardial window was performed. The lead was kept by the hospital and the patient had no further adverse effects.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. This lead was out of service and replaced. No additional adverse patient effects were reported.